Event description:
Additional information was received from a company representative. The motor stall was caused by a failure to notice the elective replacement indicator (eri) date on the pump print out. The therapy has resumed effectively.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving bupivacaine and dilaudid via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the personal therapy manager (ptm) had the code of 8476. On 2016-oct-14, additional information was received from the consumer. The pump quit working and the patient was in withdrawal. The patient was told that the pump needed to be replaced because it was old. The pump was alarming every 15 minutes starting on (B)(6) 2016, but now no longer is. The patient went to the emergency room (ER) and was in severe withdrawal on (B)(6) 2016. The patient was taking 2 mg of oral dilaudid four times a day. On 2016-oct-25, the representative stated the motor stall was the result of 7 year end of service and the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.